Manufacturer narrative:
Additional information: h4, h6, h11 h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a particle inside the bag. The reported condition was verified. The cause of the reported condition could not be determined; however, the particle appeared to be detached from the membrane of the port due to the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml empty intravia container had a piece of what appeared to be plastic (part of the bag). The plastic piece was located inside the solution/fluid path. This was observed after the container was filled with 380mg mesna in 1000ml of dextrose 5% in 0.45% sodium chloride. There was no patient involvement. No additional information is available.